Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens remains implanted in the patient's eye. Due to similar complaints resulting in explantation, co is reporting this as a malfunction MDR.